Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated on torso, back, neck, under breast area, and also on arms and thighs. The patient also reported they were not sure if related to lifevest or if related to chemicals and medications used during a recent stent procedure. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed cetirizine hydrochloride 10ml for the skin irritation. Follow up indicated that the skin irritation improved.